Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 05/20/2011 and 06/13/2011 by fax, mail and phone. Additional info was received 05/23/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse mgr reported that an intraocular lens (iol) was exchanged due a refractive surprise. The surgeon does not know the cause of the surprise. Additional info has been requested.